Event description:
The user reported the back plate cable holder on the centrifugal drive motor broke, exposing the inner workings of the device. The user observed it while cleaning the device. The user was not certain when the component broke, but stated the device was fully functional. The device was returned for investigation. Since the event occurred during a cleaning process, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.